Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pauses and inhibition of pacing. Threshold and impedance measurements are normal. The patient is not pacemaker dependent and has an intrinsic rate of 45 bpm.